Manufacturer narrative:
Investigation - evaluation. A review of the device history record, specifications, quality control, and complaint history was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record showed two related non-conformances on subassembly lots in which three devices were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no returned product, and the results of the investigation, cook has concluded transportation/storage damage likely contributed to the device failure. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was received from the customer. The customer confirmed where the "hyper curvature" of the device which was reported had occurred; it was described as being located in the first proximal portion of the catheter, near the white hub. Another device was used to complete the procedure, and the catheter was confirmed to be the component which fractured. This reported fracture was also in the first proximal portion of the catheter, near the white hub. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an neff percutaneous access set was opened during a biliary drainage procedure. As reported, the physician identified that there was a "proximal fracture of the introducer with system hyper curvature" prior to patient contact. The physician successfully completed the procedure with an unknown device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device was not used on the patient.